Event description:
Trouble walking [difficulty in walking] . Knee became swollen, warm and painful [joint warmth] . Knee became swollen, warm and painful [aching (r) knee] . Knee became swollen, warm and painful [knee swelling] . Little improvement in the first couple of days [subtherapeutic response] . Case narrative: initial information received on 24-jan-2022 regarding an unsolicited valid non-serious case received from a patient's husband from canada. This case involves a 61 years old female patient who had trouble walking, knee became swollen, warm and painful and little improvement in the first couple of days while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient had ongoing medical history of pain from osteoarthritis due to which she was using cane since before synvisc one. Concomitant medications included tozinameran (pfizer biontech covid-19 vaccine) for covid-19 immunisation. On (B)(6) 2022, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection dosage: 1df (dosage form), once (route, lot and expiry date - unk) for osteoarthritis. Information on batch number was requested. Reportedly, there was little improvement in the first couple of days (start date: (B)(6) 2022). The patient went for her pfizer booster vaccine on (B)(6) 2022, they walked for a few hundred meters there and back. On the way back, the patient was having trouble walking (gait disturbance; start date: (B)(6) 2022 and latency: 9 days). Later, on the same day, her knee became swollen, warm and painful (joint swelling, joint warmth, arthralgia). Later, the husband indicated that patient knee was no longer swollen, still a bit painful, confirmed there was no swelling or warmth, and added the adverse events were not due to the hylan g-f 20, sodium hyaluronate injection: they started after she woke for 7-8 minutes when she went to get her booster vaccine. The patient added that she contacted her physician and was prescribed an anti-inflammatory, and that adverse events decreased a lot and patient indicated she walked with a cane then, also inquired about the time it takes for the hylan g-f 20, sodium hyaluronate injection to give its effect. Action taken: not applicable for all events corrective treatment: uses cane for trouble walking, naproxen forte for knee became swollen, warm and painful, not reported for little improvement in the first couple of days. At time of reporting, the outcome was not recovered / not resolved for the event trouble walking, was recovered for joint swelling, joint warmth, was recovering for arthralgia and was unknown for the event little improvement in the first couple of days. Additional information was received on 08-feb-2022 from the patient. Event outcome updated for knee became swollen, warm and painful. Based on the information previously received, significant for device checkbox was marked with csd 08-feb-2022. Additional information was received on 06-sep-2022 from patient. Based on the information received the case was downgraded to non-serious. Medical history of pain from osteoarthritis and cane user were added. Seriousness criteria of disability was deleted for gait disturbance. Clinical course was updated and text amended accordingly. Local comments: *downgrade*.

Event description:
Trouble walking [difficulty in walking]. Knee became swollen, warm and painful [joint warmth]. Knee became swollen, warm and painful [aching (r) knee]. Knee became swollen, warm and painful [knee swelling]. Little improvement in the first couple of days [subtherapeutic response]. Initial information received on 24-jan-2022 regarding an unsolicited valid non-serious case received from a patient's husband from canada. This case involves a 61 years old female patient who had trouble walking, knee became swollen, warm and painful and little improvement in the first couple of days while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient had no medical history, concomitant disease or risk factor. Concomitant medications included tozinameran (pfizer biontech covid-19 vaccine) for covid-19 immunisation. On (B)(6) 2022, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection dosage: 1df (dosage form), once (route, lot and expiry date - unk) for osteoarthritis in right knee. Information on batch number was requested. Reportedly, there was little improvement in the first couple of days (start date: (B)(6) 2022). The patient went for her pfizer booster vaccine on (B)(6) 2022, they walked for a few hundred meters there and back. On the way back, the patient was having trouble walking (gait disturbance; start date: (B)(6) 2022 and latency: 9 days). Later, on the same day, her knee became swollen, warm and painful (joint swelling, joint warmth, arthralgia). Later, the husband indicated that patient knee was no longer swollen, still a bit painful, confirmed there was no swelling or warmth, and added the adverse events were not due to the hylan g-f 20, sodium hyaluronate injection: they started after she woke for 7-8 minutes when she went to get her booster vaccine. The patient added that she contacted her physician and was prescribed an anti-inflammatory, and that adverse events decreased a lot and patient indicated she walked with a cane then (gait disturbance: seriousness criteria: disability), also inquired about the time it takes for the hylan g-f 20, sodium hyaluronate injection to give its effect. Action taken: not applicable for all events corrective treatment: uses cane for trouble walking, naproxen forte for knee became swollen, warm and painful, not reported for little improvement in the first couple of days. At time of reporting, the outcome was not recovered / not resolved for the event trouble walking, was recovered for joint swelling, joint warmth, was recovering for arthralgia and was unknown for the event little improvement in the first couple of days. Additional information was received on 08-feb-2022 from the patient. Event outcome updated for knee became swollen, warm and painful. Based on the information previously received, significant for device checkbox was marked with csd 08-feb-2022.